Event description:
It was reported that the customer was concerned with his high blood glucose reading. At the time of reporting his blood glucose was over 600mg/dl, which he treated with an insulin injection. He was advised to disconnect from his insulin pump for troubleshooting. The insulin pump appeared to be working properly; however, during the process, it was discovered that he did not have a tubing clamp. He was advised that one would be sent and that troubleshooting could be completed once he received the part. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.